Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data would be needed in order to determine the cause. This pacemaker was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.